Event description:
Drainage catheter placed (B) (6) 2010. Pt using device at home, no significant drainage when used. Fluid began leaking from around insertion site. Device removed on (B) (6) 2010. Plastic stiffener found inside catheter. The stiffener was removed at time of insertion. Uncertain if it broke prior to being removed. It did not appear to break during the procedure.